Manufacturer narrative:
This report is being filed on an international product, architect ca19-9 list 02k91-25 that has a similar product distributed in the us, list number 02k91-27. (B)(4). Product evaluation was performed in order to investigate this issue. Review of ticket trending did not identify an increase in complaint activity related to falsely elevated results, returns were not available for the investigation. Accuracy testing was completed using retained kits of reagent lot 41543m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There was not enough information to reasonably suggest a malfunction since the falsely elevated results are for a discreet patient. The patient had a new sample tested and the results were as expected and there is no indication as to what caused the initial falsely elevated result since limited troubleshooting was performed. No additional issues were identified.

Event description:
The customer stated that one patient sample generated a higher than expected result of 200 u/ml for the architect ca19-9xr assay. A CT scan with an IV contrast medium was performed on the patient due to the suspect result. The blood test for the ca19-9 assay was repeated around a month later and a lower result of 30 u/ml was obtained. No further impact to patient health was reported.